Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a main alarm failed message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a main alarm failed message; it was noted that an alarm sound was heard with the message. The rse noted that the issue was considered to be a speaker failure. Further assistance was required. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital reported that the device was working as normal, but did not specify how the issue was resolved. No further details were provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.